Manufacturer narrative:
One used sample without original packaging was received for evaluation. The sample was received with the thumb valve in the up (closed) position. During decontamination, the thumb valve was depressed to flush the fluid through. No issues were observed during that process. After decontamination, the thumb valve function was inspected. The valve depressed fully and returned to the closed position when released. Visual inspection revealed sticker residue on the sides of the thumb valve, as if the day sticker had been placed over it, which would interfere with valve operation. The reported event could not be confirmed, however, it is believed that the user placed a sticker over the valve, leaving a residue which interfered with the operation of the valve. No corrective actions are planned at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury.

Event description:
It was reported that the thumb valve became stuck in the down position and could not be reset. This occurred during the first suction and resulted in continuous suction on the patient. The device was replaced, and there was no reported injury to the patient. No further information has been made available.